Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation procedure a faradrive steerable sheath clear was selected for use. After manipulation with the sheath in the left atrium the physician noticed that the sheath started to produce air bubbles. A leakage was noticed on the side port. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Event description:
It was reported that during an atrial fibrillation procedure a faradrive steerable sheath clear was selected for use. After manipulation with the sheath in the left atrium the physician noticed that the sheath started to produce air bubbles. A leakage side was noticed on the side port. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device was returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: laboratory analysis of the returned faradrive steerable sheath identified a leak from the flush lumen. Microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap. Microscopic inspection of the hemostatic valve found no significant damage. With all the available information, boston scientific concludes the reported leak was confirmed. Laboratory analysis of the returned faradrive steerable sheath revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path.